Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to received information in service report, the issue could not be recreated during on-site investigation. The device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The reported issue was related to system temporary error/software.

Event description:
It was reported that the ventilator generated technical error code indicating disabled valves. There was no patient harm. Manufacturer's ref. #: (B)(4).